Event description:
Event description guidant received information that this ventricular implantable lead, which had been in service for fourteen years, exhibited loss of capture and high lead impedance measurements.